Event description:
It was reported the patient experiences painful stimulation in his right foot and abdomen when the stimulation is turned off. A sjm representative reprogrammed but the issue was not resolved. The physician took x-rays but the results were inconclusive. The patient was referred to the implanting physician, the appointment is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.